Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary ==> the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. Device history lot ==> null, device history review ==> null.

Event description:
New unity record created in order to update (B)(4). Asr revision due to take place (B)(6) 2011. Asr xl acetabular system - right. Reason(s) for revision: unknown. Update: reason for revision and revision date confirmation received (B)(6) 2012. Reason(s) for revision: pain. Update: amended revision date. Received: (B)(6) 2012. Update: added hospital name and product. Received: (B)(6) 2013. Doi: (B)(6) 2006; dor: (B)(6) 2011; right hip. Update 27 dec 2017 additional information received from crawford. Reason(s) for revision: pain. Corrected doe, doi and dor.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4) investigation summary ==> the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-(B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.